Event description:
The patient was hospitalized due to a suspected case of peritonitis. This is a spontaneous case report by a physician from (B)(6) of peritoneal cloudy effluent in a male patient in his(B)(6) coincident with dianeal pd therapy. On (B)(6) 2010, the patient began dianeal-n pd-2 1.5 therapy. On (B)(6) 2010, he experienced peritoneal cloudy effluent and went to see the doctor. On an unknown date in (B)(6) 2010, he was admitted to the hospital for the event. It was reported that he was not diagnosed with peritonitis and the event was mild. Bacteriological examination was not performed. On an unknown date in (B)(6) 2010, the event was resolving after administration of unspecified antibiotics. As of (B)(6) 2010, the event resolved. On (B)(6) 2010, he was discharged from the hospital. The physician considered the event was non-serious and not related to dianeal n therapy since the cause was considered the patient's unsterilized technique. He also commented that the event was transient and considered led by infection. There was no allegation of device malfunction. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.